Manufacturer narrative:
(B)(4). Concomitant products: stent: xience prime 3.5 x 18, 2.5 x 18, 2.5 x 15, 2.75 x 38, 3.5 x 23, and 2.75 x 23. There was no reported product deficiency and the product was not returned. The reported patient effects of dissection, ischemia, and occlusion are listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU) as known patient effects. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that four xience prime (xp) stents were implanted in a left main (lm) artery, one xp stent in the intermediate/anterolateral artery, one xp stent in the mid, right coronary artery (mrca), and one xp stent in the mid, left anterior descending artery (mlad). After the xp stent in the lad was implanted, there was a dissection and the patient had no-reflow phenomenon/slow flow. This was reported as a non-serious event and abcimab medications were administered. The slow flow resolved without an adverse patient sequela on (B)(6) 2013. The patient was discharged home on (B)(6) 2013. There was no additional information provided.